Event description:
It was reported to philips that the tube small focus and large focus were defective due to which the system was unable to generate x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.